Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient is reported to have fallen at the end of (B)(6) 2019. In situ measurements subsequently showed affected channels. The recipient was re-implanted on (B)(6) 2019.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
Recipient is reported to have fallen at the end of april 2019. Reimplantation is considered however no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
User is reported to have fallen at the end of april. Reimplantation is considered.